Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient reported they fell on their left side. Patient stated following the fall on friday they charged their implant (pt stated they usually charge on fridays) and reported it seemed to take longer to charge their implant than usual. Pt stated they usually charge without using the handset so they took out their handset to check the status of their charging and they were not fully charged. Pt also reported when they connected with their ins the handset showed a message that system was operating at maximum settings, therapy cannot be increased. Pt stated they have never got this message before. Reviewed message meaning, troubleshooting, and redirected pt to healthcare provider to address. Pt stated they have already tried turning therapy off and back on and they were still getting max settings message. Pt mentioned ins was 100% charged on friday and is now 80% charged. Pt was relating both issues noted above and stated both issues started on friday following the fall. Reviewed activities overview. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the ins taking longer to charge was not determined. The likely cause was noted to be "I had a bicycle fall earlier that day, bruising the same side of my body as the implant. I fell on(B)(6) 2023 and spoke with medtronic later that day. The rep provided a list of doctors in my area to contact to further investigate the issue. I chose not to call any of the local doctors." The patient noted the steps taken/will be taken to resolve the issue were "I will be meeting with a medtronic technician on (B)(6) 2023. The technician and I did as much troubleshooting as possible by phone on (B)(6) 2023." The issue has not yet been resolved. The fall's effect on the implant was not determined. The cause of the handset showing a message that system was operating at maximum settings was not determined. The likely cause was listed as "during the troubleshooting session on (B)(6) 2023, we determined that program 3 was not communicating with the implant well, and that program 4 was not providing any stimulation." The steps that will be taken were noted to be "meet with medtronic rep in person on 9/13." The issue has not yet been resolved. An additional note was added by the patient indicating "please note that I was away from home when this issue occurred. Troubleshooting by phone occurred on (B)(6) 2023 as described. Further troubleshooting will occur on (B)(6) 2023 when I return to my home location."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they met with the mdt rep on 09/13/2023 and troubleshooting was done by adding programs a, b, c,d to their controller. Patient stated that their fall cause damage to the cable providing communication between the device and the electrodes. Adding the programs resolved the issue and no further action will be taken.

Event description:
Additional information was received from the patient. When asked what the cause of the program 3 not communicating with the implant very well they stated it was caused by their fall. When asked what steps were taken to resolve the issue they stated that the manufacturing representative did troubleshooting with the device on (B)(6) 2023 and that the issue had been resolved. When asked what the cause of program 3 not providing any stimulation was they stated that the program was still available and no further action would be taken. This issue had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.